Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level at the time of incident was 70 mg/dl, 36 mg/dl and 38 mg/dl and the current blood glucose level was 70 mg/dl and 137 mg/dl. The customer treated low blood glucose level with food. Based on customer report customer does not allege pump was over delivering. The customer also reported that the insulin pump passed self test and displacement test. The customer declined to troubleshoot low blood glucose level. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.